Event description:
During implant, loss of sensing was observed on the right ventricular (rv) lead. A different rv lead was used to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.